Manufacturer narrative:
The actual complaint product was not returned for evaluation. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Initially reported by consumer stating that she experienced discharge, irritation and foreign body sensation in the eye after using the contact lenses. She was diagnosed with corneal ulcer. The consumer used ophthalmic solution susp and antibiotics. After a couple of months, the consumer experienced an eye infection, pain when in sunlight and tearing, swollen eye that that was painful to touch. The patient has an allergic history to lisinopril, fluconazole, sulfonamides which causes mild rashes. The current consumer condition is symptoms resolved. This is the information available at this time of the report. Additional information has been received from the consumer stating during first incident on (B)(6) she experienced tearing and pain in the eye while in sun light. She went to the physician and was diagnosed with corneal ulcer. The physician prescribed ciprofloxacin eye drops every two hours for fourteen days and instructed not to use contact lenses until the ulcer was healed. Again, on (B)(6) during second incident she felt funny in the eye and went to same physician. She was diagnosed with eye infection and was prescribed with tobramycin eye drops. The physician instructed not to wear contact lenses for next seven days. Since then, she experienced uncomfortable and sand like feeling in the eyes for many days. Medical records received upon follow up. Visit date: (B)(6) 2023 the consumer experienced angioedema reaction involving facial swelling, puffy eyes, hard time to adjust near to far, blurry vision and troubled shifting focus. The consumer felt left eye was gone off and was not working well. Consumer was allergic to sulfonamides, lisinopril and fluconazole and was currently on pepcid, pfizer and lisinopril. Examinations were conducted were these results visual acuities in right eye was 20/25, left eye was 20/20 and both eyes was 20/20. Cortical clouding near right eye was 20/50, left eye was 20/40 and both eyes was 20/40. Intraocular pressure was measured in right eye as 15 and left eye as 16. Posterior exam of 90 d lens and opt map method ratio in right eye was 0.3/0.3 and left eye was 0.3/0.3. The physician prescribed trial lenes for more comfort and advised the consumer to come to office if any serious symptoms persist. Visit date: (B)(6) 2023. The consumer went to physician for follow up and was diagnosed with corneal ulcer. Examinations were conducted were these results- visual acuities (with contact lenses)- corticol clouding distance in right eye (od) was 20/25, left eye (os) was 20/40 and both eyes was 20/25. Ph in os was 20/25. Objective testing notes states left eye was off and not working well. Cornea exam displays spk od inferior 1/3, clear and left has infiltrate nasal, neg stain. Consumer refused dilation. Posterior exam method (90d lens) ratio of od was 0.3/0.3 and os was 0.3/0.3. Retinal exam periphery for both eyes was deferred per patient vision within normal limits. The physician prescribed ciprofloxacin every two hours for seven days and erythromycin ointment once a day in the evening. The consumer was advised to return to clinic after seven days for follow up. Visit date: (B)(6) 2023. The consumer visited physician for a follow-up and symptoms have been resolved for ulcer and wanted to book annual appointment for blurry vision for distance glasses. Examination were conducted on eye and results were visual acuities (with contact lenses) cc distance od was 20/25, os was 20/25 and ou was 20/20. Sc near od was 20/20, os was 20/20 and ou was 20/20. Intraocular pressure was measured for od was 15 and os was 16. Cornea was spk od inferior 1/3, clear and os was infiltrate nasal, neg stain. Patient refused dilation. Posterior exam method (90d lens) ratio measured in od was 0.3/0.3 and os was 0.3/0.3. Retinal exam periphery both eyes deferred per patient. Consumer was advised to resume lens wear and to discontinue ciprofloxacin and return to clinic in september for annual examination. Visit date: (B)(6) 2023. Consumer visited physician with symptoms of swollen left eye that were painful to touch. Examination were conducted on eye and results were visual acuities (with contact lenses) was measured were cc near in od was 20/50, os was 20/40 and ou was 20/40. Cc distance measured in od was 20/20, os was 20/20 and ou was 20/20. Sc near measured in od was 20/20, os was 20/20 and ou was 20/20. Intraocular pressure od was measured 15 and os was measured 13. Anterior exam in lids has inf edema mild. Conjunctiva was 0.3/0.3 bulbar in os was a mild injection. Cornea in od was spk (inferior) 1/3; clear and os: faint stromal scar 10'o clock; neg stain. Posterior exam method (90d lens) ratio was od: 0.3/0.3 and os: 0.3/0.3. Tear film (tear breakup time) in od is 3 sec and in os was 3 sec. Retina (periphery) in ou was deferred per patient. Consumer was diagnosed with keratitis and was prescribed with tobramycin and dexamethasone suspension four times a day for seven days. The physician advised to return to office if symptoms persist and discontinued the contact lenses for five days.